Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's blood glucose was unknown. The customer stated that the sensor did not work because it would notify her that she had low blood glucose levels when she did not. The customer stated that the sensor graph would show that she had low blood glucose even when she had high blood glucose levels due to steriod shots. The customer stated she also received lost sensor alerts all the time. The customer did not recall any significant events leading to the sensor issues. The customer stated that she would call back in order to troubleshoot for the issues. Nothing further reported.